Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that the minicap was found without povidone iodine. Not injury to patient was reported, not medical intervention was required. Not patient involvement.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Based on sample evaluation, defect reported was not confirmed. During evaluation of the minicap, the presence of povidone iodine was confirmed. The root cause was determined to be patient perception and not related to manufacturing process. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.